Event description:
Philips received a complaint on the heartstart xl+ device indicating that the therapy capacitor needs replacement. There was no patient involvement.

Manufacturer narrative:
The device was evaluated for hardware logs at customer site by third party engineer. Based on the results of the analysis, it was determined that the product has malfunctioned and cause of the reported problem was a defective capacitor. The issue was resolved by replacement of the capacitor and the product is back in service.